Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a hepatectomy, could not load clip normally and formed teardrop shape. Then clip jammed. Another device (completing product) was used to complete the case. No patient consequence. No device returning.